Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a (B)(4) indicative of battery voltage too low for the projected remaining capacity. This ICD remains in service. No adverse patient effects were reported.